Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2015 that this patient developed a superficial infection of the pocket incision. The cause of the infection was attributed to the implant procedure. Medication was given to resolve this product experience (pe). The available information suggests that this patient's device and electrode remain in-service.